Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced occluded, air bubbles anomaly, no delivery/occlusion alarm, audio/vibrate anomaly/absence of alarm. The customer reported, hyperglycemia. Hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-7040a, mmt-243a, mmt-1884. Trouble shooting was performed. And customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. Customer reported, air bubbles. Customer reported, insulin flow blocked alarm. Customer confirmed, insulin did not exit, during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a, no product return is required for mmt-7040a, no product return is required for mmt-243a. Customer will discontinue to use the insulin pump. Mmt-1884 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. Pump was connected to carelink. Audio options screen was set to low and high volume with vibrate and all volume settings and vibrate functioning accordingly to settings. No volume anomalies noted during testing. Unit functioning properly. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call that might have triggered the reason of complaint. During download history review, several no delivery alarms were recorded on 08/16/2024 from 00:33:27.000 through 23:53:00.000. However, no alarms noted during testing. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec (23.8fmv). Unit was also received with pillowing keypad overlay, scratched case and cracked case (battery tube). In conclusion, unable to confirm customers allegations of insulin flow block. No relevant alarms noted during testing of the unit. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.